Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated: it was reported on (B)(6) 2020 the event occurred intraoperatively.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6 investigation summary visual inspection: the verse key inserter tightener (part # 299704220 / lot # gm4815903) was received at us cq. The visual inspection of the received device indicated that one of the four distal tabs of the castle nut driver shaft component was slightly bent outward. Due to the deformation, the tightener would be inoperable. The received condition was consistent with the complaint condition thus the complaint was confirmed. Device failure/defect identified? Yes; one of the distal tabs on the shaft component was slightly bent. Dimensional inspection: the dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: drawing(s) reviewed: (current & manufactured revisions); assembly; castle nut driver shaft. Conclusion: the overall complaint was confirmed for the received verse key inserter tightener as one of the four distal tabs on the shaft component was slightly bent outward. The reported device interaction issue may be caused due to the device bent condition. Although no definitive root-cause can be determined, it is possible the device encountered unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: a review of the receiving inspection (ri) for verse di inserter/tightener was conducted identifying that lot number gm4815903 was released in two batches. Batch1: lot qty of (B)(4) units were released on 05 sep 2017 with no discrepancies. Batch2: lot qty of (B)(4) units were released on 08 nov 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that during a surgery the inserter could not be placed correctly into the deepening of the locking screw because a cone was twisted, bent. No adverse patient consequences, no surgical delay reported. Concomitant device reported: unknown setscrews (part# unknown , lot# unknown, quantity unknown ). This complaint involves one (1) device. This report is for (1) verse key inserter tightener. This is report 1 of 1 (B)(4).